Event description:
It was reported that this right ventricular (rv) lead had shock lead impedance measurements greater than 200 ohms, which was out of range. This was discovered during a normal generator change out procedure. Prior to the procedure, the value was 95 ohms. Insulation degradation on this lead was found during the procedure for which the physician used a lead repair kit, which was considered to be off-label use. After consultation with technical services (ts), it was decided to surgically abandon this lead and place a new rv lead. No additional adverse patient effects were reported outside of the prolonged procedure.